Event description:
Follow-up identified the patient also developed meningitis due to the infection and as a result continuous therapy was required to address the issues.

Event description:
Follow-up identified the patient was implanted with one octrode lead (B)(6) 2013 and the infection was diagnosed a day later, (B)(6) 2013. In turn, the patient was hospitalized wherein the lead was explanted in addition the patient was treated with antibiotics. Reportedly, the issue resolved 3 weeks later of the same year .

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) developed a (B)(6) infection at the lead site. Reportedly, surgical intervention was undertaken at an unknown date wherein the leads were left insitu. No further information regarding the issue has been made available at this time.